Event description:
The customer reports the hub of the dilator snapped off and the body remained in patient, but the physician was able to catch and remove it. No patient harm was noted on this case.

Manufacturer narrative:
The suspect device is expected to be returned for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect medical device has been returned for evaluation.the device was visually and microscopically investigated. The complaint is confirmed but the root cause could not be determined however, it is likley that rough handling or significant pressure may have been placed on the dilator/holster causing the dilator to detach. Additional testing was performed and the failure could not be duplicated. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.